Manufacturer narrative:
The customer centrifuges samples at 4,500 rpm for ten minutes.qc was within the customer's established ranges prior to and on the day of the event. A system check performed on (B)(6)2010 failed.a field service engineer (fse) was dispatched: a) the fse replaced multiple hardware components. B) the fse performed a preventive maintenance (pm) on the instrument. C) the fse conducted diagnostic, precision and qc testing; all results passed within instrument specifications.the fse spoke to the customer on 04/07/10 and they have not had any additional issues to report since the service visit.although hardware may have contributed to this event, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously elevated troponin (accutni) results for three patients.subsequent testing produced results in the risk stratification range for the 1st patient and within the normal reference range for the other two patients. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.